Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose levels were 34 mg/dl that morning and yesterday was 29 mg/dl. The customer reported with orange juice and glucose. The customer also experienced hardware low level failure alarm. The insulin pump will not be returned for analysis.